Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that an embolization coil was used for treatment for a left internal carotid artery aneurysm, p.com segment. The operator successfully placed the first coil using a microcatheter. When attempting to implant the second coil, resistance was encountered during advancement into the mc. After several attempts it was found that the coil was broken and removed the delivery system and part of the coil was in it. Another device of the same size was used without any problem. There was no patient injury or intervention performed.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the pusher hypotube bent at the warning mark area, and the implant separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The returned microcatheter was found to have flattened areas at the distal end, which may have caused or contributed to the reported complaint.

Event description:
No additional incident information was received; however the evaluation of the returned device is completed. Please see h6 & h11.